Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms have occurred after approximately 72 hours of supply use for 10 months. It was also reported that the customer has experienced intermittent elevated blood glucose (bg) levels up to 500 (mg/dl) for 10 months. Pump supplies are changed and a bolus is delivered to address occlusion and bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.